Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue. (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. Mar, wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 300mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017 a back to back blood test was performed by the customer non-fasting and produced test results of 551mg/dl and 542mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/30/2017 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer wife was calling in regards to customer getting e-3 errors on the meter. After a blood test was performed and the result was provided, the customer wife then stated they had gotten an hi on the meter. I advised the customer that hi could mean the blood result is over 600mg/dl. The customer is not having any symptoms regarding high blood sugar at this time. The customer takes insulin to manage his diabetes. The wife advised that the customer is taking medication for the gi bleeding and that could cause elevated blood result. He took the medication on (B)(6) 2017. Customer is concerned with the back to back blood test. The wife could hardly see the correct date and time.